Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a hypoglycemia event and the system was not in use at the time of the event because of transmitter charging issues. The event happened on (B)(6) 2025 at around 04:15 pm. The patient reported that the blood glucose (bg) value at the time of event was 52 mg/dl where as sensor glucose (sg) reading was not available as system was not in use. The patient was able to self resolve the event by eating sugar.

Manufacturer narrative:
Senseonics was made aware of a hypoglycemia event and the system was not in use at the time of the event because of transmitter charging issues. The customer had complained that the transmitter takes more than an hour to charge. A return material authorization (RMA) was issued for transmitter to be returned for further investigation. The investigation of the returned transmitter revealed reduced battery capacity. The potential root cause of the reduced battery capacity could be attributed to battery over-discharge, bad charger output or intermittent connection, bad or intermittent charging cradle connection. As part of resolution, the customer was given a new transmitter. No further investigation was found necessary for this complaint. B4.date of this report 24 july 2025. G3.date received by the manufacturer? 24 july 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 131. H6. Investigation conclusions updated to 4307.